Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had an issue of air sensor failure. A review of the event history log (ehl) revealed evidence of air in line alarms. The cause was identified to be an out of specification ultrasonic sensor readings requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of air sensor failure. No additional information is available.